Event description:
The customer reported the generation of erroneously low ion-selective electrolytes (ise) results including sodium (na), chloride (cl) and potassium (k), for five (5) patients on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as multiple hardware. The fse replaced the ref electrode, roller tubing, mix motor, wash syringe. Loaded fresh ise reagent and performed system clean which resolved the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).